Event description:
The patient's (pt) last stimulator was not (B)(6) for it was st. Jude which was now abbott. Pt had that stimulator for 12 years and the only reason why it had to be changed for (B)(6) was because they slipped and landed on it causing the leads to move so they got a new one put in. Pt moved to (B)(6) and had to go with (B)(6) since no one worked with st. Jude or abbott. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)"